Event description:
Info rec'd indicates the technician found the head of bed not going up during a bed operation check.

Manufacturer narrative:
The technician isolated the issue to a control valve. He replaced the valve to repair the bed.